Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection between the heater bag and the heater line; and this had subsequently disconnected entirely which is a known cause of the leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during use with patient involvement. The care giver did not notice anything unusual when setting up for therapy. The caregiver connected the bag to the cassette, ensuring the connection was secure, broke the frangible and started prime the device. The homechoice successfully primed and the patient connected. The caregiver checked the connection between the heater bag and the heater line; the connection was loose. The caregiver attempted to tighten the connection; the connection continued to twist and finally tightened. The patient continued therapy when they heard an unusual sound from the homechoice. The caregiver checked on the homechoice and discovered the heater bag had disconnected from the line and had started leaking. The patient was treated prophylactically with antibiotics, and did not suffer any type of infection. There was no patient injury or medical intervention associated with this event. No additional information is available.